Event description:
On 03/04/2022, it was reported by a sales representative via phone that during an ucl internal brace procedure on (B)(6) 2022, an ar-8998t nano swivelock® suture anchor with fork eyelet had an issue. The anchor would not come off the driver, it was stuck, it could not be implanted and had to be removed from the patient. Nothing broke inside the patient, the full anchor was removed, being stuck to the device. The case was completed by using another ar-8998t nano swivelock® suture anchor with a different lot number, and the case was completed successfully with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. However, due to the device being returned unpackaged, we are unable to confirm the reported event.